Event description:
It was reported on 06/17/1999 that the physician experienced a dissection # of the artery while using a 7f zuma jr4.0 guiding catheter. The young male went to right coronary surgery to repair the artery; he is doing fine. The catheter from this incident was not retained.